Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary artery bypass grafting, when closing the patient's leg, the two suture was snapping and one detached from the needle. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, d10, g3, h3, h6 d10 concomitant products: sc-643 - sc-643 caprosyn* 3-0 und 75cm sc2 x36 (lot#: d2l2087y) sc-643 - sc-643 caprosyn* 3-0 und 75cm sc2 x36 (lot#: d2l2087y) sc-643 - sc-643 caprosyn* 3-0 und 75cm sc2 x36 (lot#: d2l2087y) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. A different device was returned than was originally reported of ten sealed samples. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the needle detached. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant medical products: sc-643 - sc-643 caprosyn* 3-0 und 75cm sc2 x36 - lot# d2l2087y sc-643 - sc-643 caprosyn* 3-0 und 75cm sc2 x36 - lot# d2l2087y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary artery bypass grafting, when closing the patient's leg, the two suture was snapping and one detached from the needle. There was no patient injury.